Event description:
According to the reporter: when the package was opened a screw came out of the device. The device was not used on a pt. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4).